Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited increased shock and pacing impedances on the right ventricular (rv) lead. The rv lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited increased shock and pacing impedances on the right ventricular (rv) lead. The rv lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated this previously surgically abandoned lead was explanted. This rv lead is expected to be returned.